Manufacturer narrative:
Method: the device was reported to be returning for an eval and at this time is pending return. A review of the device history record (DHR) is in process for the reported lot number. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Info from this incident has been included in our product complaint and MDR trend reported systems. Trend info is used to identify the need for additional investigations.

Event description:
Fill volume: 241 ml. Flow rate: 5ml/hr. Procedure: chemotherapy. Cathplace: unk anp. Reference: 2026095-2014-00250/14-00958 (b) and 2026095-2014-00251/14-00958 (c). Report 1 of 3. Pt 1: it was reported by a pharmacist that several incidents of fast flow occurred using the home-pump c-series pumps. Pt 1 reported "the pump was already empty when he woke up in the morning at 7 am (B)(6) 2014. It should till 11 am (46 hours)." No pt injury or med intervention was required. The pharmacy reported that they started using the pumps in (B)(6) 2014. Anp: asked not provided.